Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of groshong connector problem was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong two-piece connector. No catheter was returned for evaluation. The sample was received assembled and usage residues were evident on the sample exterior. A slight gap was observed between the two connector segments. Microscopic inspection of the sample revealed mechanical tool damage on the connector exterior. Following connector disassembly, wear and deformation was observed in the engagement region of one locking arm. That deformation appeared to be the cause of the slight gap between the connector segments. Following longitudinal bisection of the distal connector segment, it was confirmed that no catheter segment was present within the connector. The compression sleeve was advanced into the tapered region. The mechanical damage and locking arm deformation were consistent with device manipulation and potential forcible disassembly. The assembled state and lack of catheter confirmed that the connector had been assembled prior to catheter insertion. The product IFU provides instructions for proper catheter/connector system assembly. A lot history review (lhr) of rebw0613 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tubing was used for the catheterization on (B)(6) 2018. It was found that the extension tubing and the oversleeve portion of connector was not tightly connected and normal use could not be guaranteed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebw0613 showed no other similar product complaint(s) from this lot number. No sample returned, at this time.

Event description:
It was reported that the extension tubing was used for the catheterization on (B)(6) 2018. It was found that the extension tubing and the oversleeve portion of connector was not tightly connected and normal use could not be guaranteed.